Event description:
It was reported that the right ventricular (rv) lead had unfavorable thresholds. The lead was capped and replaced. The replacement lead that was first attempted had a helix that would not retract during the implant procedure. A new right ventricular (rv) lead was used. No patient complications have been reported as a result of this event.